Manufacturer narrative:
D10 concomitant products: sigpshell sig power sigpshell control shell ¿ (lot#unknown); sigadaptstnd sig power sigadaptstnd linear adapter ¿ (serial#unknown); unknown egia su unknown endo gia sulu ¿ (lot#unknown). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection and functional testing found that there were no abnormalities. A clamshell and adapter were connected to the returned device and calibrated successfully. The device was able to fire without issues on the a1 test fixture. A reload was attached to the device and was able to clamp and articulate without any issues. It was reported that the device was unable to enter firing mode. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: partial firing. An analysis of the system data showed that a partial firing occurred. The cause of the partial firing could be traced to the user pressing the open key. This caused the knife blade to retract before it reached endstop. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: if the stapler stops while firing, release the down/fire button, and any other button or toggle that may be pressed. Inspect the stapling reload for an obstruction, excessively thick tissue, or for completion of firing. If continued firing is desired, attempt to complete the firing by pressing and holding the down/fire button until completion of firing. If the stapler is unable to complete the firing, press up on the toggle to retract the knife of the reload to the fully clamped position. Press and hold up/open again to fully open the jaws of the stapling reload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the video assisted thoracoscopy surgery, after checking the opening and closing, the lung was clamped and the zone display was confirmed. An attempt was made to fire, but it was not possible. The device did not enter firing mode. An ultra handle was then used. The reload that had been attached to the defective handle was used as is, but it could be fired without any problems. A firing inspection was performed with another reload on the powered handle, adapter, and shell for which a defect had been reported, but it worked without any problems. There was no patient injury. Medtronic's initial evaluation of the incident found that an analysis of the system data showed that a partial firing occurred. The cause of the partial firing could be traced to the user pressing the open key. This caused the knife blade to retract before it reached end stop.